Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery shutdown unexpectedly after rapidly depleting from 50% to 0. The contact reported that the battery had rapidly depleted on a few other occasions. Blood glucose was 360 mg/dl.